Event description:
It was reported to philips that the heartstart xl defibrillator failed the discharge during pt use. The pt expired. The customer does not feel the device contributed to the pt's death.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.